Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 day. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a bleeding scan in (B)(6) 2015. An esophagogastroduodenoscopy at that time showed an ulcer and a dieulafoy's lesion. The patient was treated with 2 endoclips. It was also reported that the patient had a history of gastrointestinal bleeding in (B)(6) 2015, prior to implant. A colonoscopy at that time showed "pandiverticulosis."